Event description:
Additional information was received that the cause of death was due to a self-inflicted gunshot wound. Good faith attempts for product return have been unsuccessful. The funeral home changed ownership in 2006 after the patient passed away so the only available information was in her file. There was nothing noted in her file regarding the implanted devices. Since the patient was buried it was reported it was likely she was buried with the generator and lead but there was nothing to document that or that it was explanted.

Event description:
Information was received that a vns patient's death occurred on (B)(6) 2005. Follow-up with her neurologist indicated that they had been seeing the patient at her time of death and believed that she was seeing another neurologist at that time but did not know the name of that neurologist. The last time the office had seen the patient was 2004 or possibly the beginning of 2005. The patient chart was no longer available for review due to the time that has passed since they last saw the patient. They had no further information available to provide about the patient or her death. Based on the limited available information about the patient's death, an internal classification has determined that the death may be possible sudep. A copy of the patient's death certificate has been requested but has not been received. Good faith attempts for additional information concerning the patient's death have been unsuccessful to date.

Manufacturer narrative:
.